Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Additionally, high capture thresholds were also noted. Technical services (ts) was contacted and reviewed the information available. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.